Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up - progress bar stops, unit hangs.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: correction from 18.06.2024: corrected a copy and paste error in section d4 (UDI and model nr.) And section g4 (510k number). The entries were from hamilton-c6 instead of a hamilton-c3. --- root cause: defective mainboard. Correction: replaced mainboard. ----------------------------------------------------------------------------------- hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up - progress bar stops, unit hangs.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up - progress bar stops, unit hangs.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: correction from 18.06.2024: corrected a copy and paste error in section d4 (UDI and model nr.) And section g4 (510k number). The entries were from hamilton-c6 instead of a hamilton-c3. Root cause: defective mainboard. Correction: replaced mainboard.